Manufacturer narrative:
Visual analysis: (B)(6)2023 15:20 (gmt-6:00) added by (B)(6) ,(B)(6): device photograph(s) for the device related to the reported event of rupture/capsular contracture/ anxiety-product/procedure/ pain / depression/ silicone migration/ headache/ pruritus was reviewed on 20-apr-23. Visual analysis of the photographs identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. - capsular contracture: unable to observe as it is a medical event that is not related to the device. - silicone migration: unable to observe as it is a medical event that is not related to the device. - anxiety-product/procedure: unable to observe as it is a medical event that is not related to the device. - depression: unable to observe as it is a medical event that is not related to the device. - pain: unable to observe as it is a medical event that is not related to the device. - pruritus: unable to observe as it is a medical event that is not related to the device. - headache: unable to observe as it is a medical event that is not related to the device. - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observations: - red particles on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient representative reported: significant pain and tenderness in the breast, capsular contracture baker grade IV and rupture with silicone leakage. Patient representative has advised: "in addition to a large number of bii symptoms such as chronic exhaustion, muscle and joint pain, difficulty concentrating, hair loss, recurring abscesses, chronic skin rash on the chest, abdomen and back, constantly elevated ana values and photodermatosis, significant hardening as well as stinging, burning and a foreign body sensation in the chest area. There was also an irritated pleura, tenderness to touch, and a tender pain that radiated to the shoulders, back, and arms. The tension also caused the nipples to expand and "pucker". Patient representative also reported depression, panic attacks and anxiety due to device recall and learning of "massively increased risk of cancer" and advised: "after the invasive procedure, (patient) also experienced wound healing disorders in the form of hypertrophic scarring. Device explanted left side.

Event description:
Patient representative reported: significant pain and tenderness in the breast, capsular contracture baker grade IV and rupture with silicone leakage. Patient representative has advised: "in addition to a large number of bii symptoms such as chronic exhaustion, muscle and joint pain, difficulty concentrating, hair loss, recurring abscesses, chronic skin rash on the chest, abdomen and back, constantly elevated ana values and photodermatosis, significant hardening as well as stinging, burning and a foreign body sensation in the chest area. There was also an irritated pleura, tenderness to touch, and a tender pain that radiated to the shoulders, back, and arms. The tension also caused the nipples to expand and "pucker". Patient representative also reported depression, panic attacks and anxiety due to device recall and learning of "massively increased risk of cancer" and advised: "after the invasive procedure, (patient) also experienced wound healing disorders in the form of hypertrophic scarring. Device explanted left side.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: capsular contracture baker grade IV, rupture.